Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subseqently, the customer had a high blood glucose (bg) level of 540 mg/dl with a 7 mg/dl ketone level. The customer treated the high bg via a manual injection. Reportedly, the customer reverted to an alternate form of insulin therapy.